Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to some type of lead failure. There were no adverse patient effects reported. Additional information was received that this lead was replaced due to low pacing impedance and high thresholds measurements. There were no adverse patient effects reported.

Manufacturer narrative:
This lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.